Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during this study (B)(6), a patient experienced a laceration. Upon initial endoscopy, no other unusual findings were noted. No unusual findings were noted during radio frequency ablation treatment session with the 360 express balloon catheter on (B)(6) 2016. It is unclear when the injury occurred and if the catheter was under direct visualization when the injury occurred. Upon endoscopic re-inspection, a minor superficial laceration? Was noted. No perforation was noted and there was no associated bleeding was noted. No intervention was needed. Follow-up has occurred and no abnormalities or symptoms were noted.